Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The medical records indicate that this is an obese pt with a history of multiple abdominal surgeries, bowel obstruction and small bowel adhesion. The medical records indicate that the pt was treated for adhesions, fistula formation, and infection. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection; however, may require removal of the prosthesis." Upon explant the mesh was described as being a "ball;" the explanted mesh was not returned; therefore, an eval into the reported condition of the mesh could not be conducted. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.

Event description:
The following is based on medical records provided by the pt: on (B)(6) 2008 pt underwent extensive lysis of adhesion and repair of an incisional hernia with bard composix mesh. On (B)(6) 2013 (hospital discharge date) pt was hospitalized with a small bowel obstruction. An ng tube was placed and the symptoms resolved. On (B)(6) 2013 (hospital discharge date) pt was hospitalized with worsening abdominal pain. Exam and labs were unremarkable, pt did not appear to be obstructed, symptoms resolved with conservative treatment. On (B)(6) 2013 (hospital discharge date) pt underwent excision of infected mesh and two small bowel resections. The operative report noted that the mesh was found to be in a ball and covered in bilious fluid and had two separate loops of small bowel that were growing into the mesh creating a fistula. On (B)(6) 2013 pt admitted post operatively due to having a bloody bowel movement. She was treated conservatively, she did not have anymore bloody stools and her labs were normal.